Event description:
The reporter stated that he did back to back blood glucose tests, within minutes, using different finger sticks. His results were 146 and 106 mg/dl. He did not have any symptoms. During troubleshooting, meter cleaning procedure was reviewed since the reporter had not previously cleaned his meter. A control test result of 129 mg/dl was in range. On followup, the reporter said that he has been having successful testing results since cleaning his meter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8